Manufacturer narrative:
Device was received in normal working condition, with battery voltage at above eri level. Noises were detected in the device image but they were all occurred about two weeks after the patient expired. Device was tested in saline solution while programmed to the field settings and most sensitive sensitivity, no noise was seen on any of the output channels. Rv and lv outputs were monitored with oscilloscope. Output waveforms and all measured values found to be within specification. No noise or loss of capture was noted. The associated leads were returned, but analysis was not performed because they are non-sjm/abbott leads. No anomaly in the device was found that would have contributed to the concern of noise and loss of capture in the field. The device is fully functional and considered to be normal.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient expired due to unknown causes. Suspected noise and loss of capture were noted and at this time it is unknown if it contributed to the event. Further information was requested but not received.